Event description:
It was reported that during a rotator cuff repair procedure using the speedscrew 5.5 implant with inserter handle, the implant would not lock or release from handle. A second implant was opened and this unit also failed to lock or release. The procedure was ultimately completed using a competitor's device. There were no significant delays or patient complications reported as a result of this event.